Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent separated from the balloon. The target lesion was a severely tortuous, severely calcified and 90% stenosed portion of the left cifumflex artery (lcx). A 6fr jl4.0 cordis guide catheter was placed. The physician predilated the lesion using a 2.5x15mm balloon inflated to 12 atmospheres. The physician advanced a 3.5x20mm taxus express2 drug eluting stent toward the lcx but could not pass it through the lesion. When the physician withdrew the catheter, the balloon separated from the stent. (Additional information has been requested.) The physician completed the case with placement of another taxus express2 stent of the same size. The patient received plavix, aspirin and a beta blocker pre-procedure and plavix and aspirin post-procedure. The patient condition was reported as good.